Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the video clip was conducted and the first video showed that the vessel sealer extend (vse) jaws aren¿t fully closed during manual articulation. In the second clip, it appears that no smoke came out while the seal energy pedal was pressed for the vse instrument, indicating there might be an issue with energy delivery. The coagulation effect seems to have been achieved by the maryland bipolar instrument. A system log review was performed and the logs show that instrument part number 480422-03, lot number k12240628-0253, was installed five times, with successful homing completed on each occasion. The instrument recorded a total of 124 seal events and 85 cut complete events, all performed using the erbe generator. The majority of seal and cut events occurred during the first three installs; no seal or cut events were performed during the fifth install. The logs recorded 13 instances of an error which indicates "erbe energy activation halted by an instrument or instrument cable connected to the blue lower bipolar port on the erbe generator while using the bipolar function." However, it is unclear if these errors are related to the vse instrument. No other vse-related errors were observed in the logs.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the vessel sealer extend (vse) did not cauterize as expected and there was tissue injury which required an intervention. The vse was inspected prior to use, and no abnormalities were observed. The instrument was used without issue for 1¿2 hours before the problem occurred. No error codes appeared on the system display. Although confirmation tones were heard, no cauterization was observed. All alarms functioned normally. No clips, sutures, or other materials came into contact with the vse jaws. There was no major bleeding as a result of the issue. A maryland bipolar forceps was used to achieve the coagulation effect needed to complete the procedure. The procedure was completed robotically. There was no adverse post-operative complications reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11 device evaluation: the vessel sealer extend (vse) instrument was returned for failure analysis evaluation. A visual inspection found no damage. The instrument was tested on an in-house system. The instrument passed engagement, recognition, initialization, cut and seal tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. A review of the logs was unable to verify any failures. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.